Event description:
It was reported that customer received cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, error did not recur, and customer was advised to wait 20 minutes before starting next sensor session, which customer understood and accepted.